Event description:
Customer wasn't feeling well so customer went to the doctors office their blood glucose was high, their legs were swollen so customer was taken to the hospital by ambulance. Customer was admitted for high blood glucose. Had ketoacidosis when admitted. When customer was released they sent customer to get the device checked. Customer felt device was reading incorrectly. Checked with lab, results was 131 mg/dl, device read 295 or 297 mg/dl and different device was reading 131 mg/dl. A request was made for the return of the device and replacement product was sent.